Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead has low impedance and that unipolar impedance was measuring higher than bipolar. The lead has been programmed to unipolar pacing and remains in use. No patient complications have been reported as a result of this event.